Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the investigational finding was cause traced to component failure. The image has white dots due to broken charged coupled device. A root cause cannot be identified for th dent in the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited outer tube had a dent and therefore had sharp edges, broken r-unit (charged coupled device), and image had white dots. There was no patient involvement.